Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds, high impedance, and a possible fracture. The patient will be brought in to the clinic for evaluation and consideration of rv lead replacement. The rv lead remains in use. No patient complications have been reported as a result of this event.